Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Evaluation observed tear at inflation funnel area of catheter. Sample was inflated with water and observed water leaking from the funnel. Tear was examined under microscope and noted to be smooth. Unable to determine how and when problem occurred. A potential root cause for this failure could be mechanical failure or mishandling product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was broken, when user injected 10 ml of distilled water to inflate a balloon. The foley catheter has leakage. The user was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided. Per follow-up information received from ibc on 27aug2023, stated that the catheter break was discovered when nurse injected 10 ml of distilled water to inflate balloon, but the foley catheter leaked. There was no negative impact to the patient. When nurse found the foley catheter had leakage, they replaced it with a new foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was broken, when user injected 10 ml of distilled water to inflate a balloon. The foley catheter has leakage. The user was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided.